Event description:
The following events were noted through a periodic article review entitled: a controlled trial of revascularization in acute stroke. The purpose of the study was to compare safety and utility of intraarterial revascularization with use of stents to no revascularization in patients who either failed to respond to intravenous thrombolysis (ivt) or have contraindications to ivt. One hundred thirty-one patients with acute ischemic stroke due to middle cerebral artery occlusion were enrolled. Multiple non-abbott stents and balloons were used off-label in this study including two acculink stents and one multilink stent. Clinical results indicate that symptomatic intracerebral hemorrhage occurred in two patients and malignant infarction occurred in 8 patients. The article does not specify the particular brand of stent that was implanted in these patients. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated based on date of publication. Date of implant estimated based on date of publication. Stent: 25 cordis enterprise, 7 wingspan, 7 neuroform, 5 wallstent, 2 zilver. (B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the multi-link stent was used in a patient with acute ischemic stroke due to middle cerebral artery occlusion. Although the specific product is unknown, it should be noted that the vision instructions for use states that the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 25 mm) with reference vessel diameters ranging from 2.75 mm to 4.0 mm.